Manufacturer narrative:
No complaint was received with the return of this device. Failure event observed during analysis. Final analysis found a partial lead returned for analysis in two pieces. Internal insulation abrasion was noted from 22.8 cm to 23.0 cm from the distal tip. The etfe coating was intact at this location. All other damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.